Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. A correction to b5 was made and should be:the manufacturer received information alleging difficulty breathing,respiratory problem,sleep problem,nervous problem related to a CPAP device's sound abatement foam. In the previous MDR, section g1, h1 was incorrect and now has been updated correctly.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device emitting gases related to a CPAP device's sound abatement foam. Patient alleged difficulty breathing, respiratory problem, sleep problem,nervous problem. There was no report of serious patient harm or injury. The device has not yet returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.   Section(s) b1, b2 has updated to reflect as product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code has been updated.

Event description:
The manufacturer received a voluntary medwatch (mw5103131) alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.